Event description:
It was reported that during implant when the physician connected the catheter to the device, the impedance did not appear on the screen. Therefore the catheter was removed and replaced with a new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and preliminary analysis revealed thermocouple failure. Further testing will be completed and results will be forwarded when made available.